Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures dilatation and curettage and lavh on (B)(6) 2008. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient had an implant (neurostimulator electrode and implantation of pulse generator) on (B)(6) 2013 due to urge urinary incontinence, urinary frequency and incontinence of feces.

Manufacturer narrative:
Date sent to the FDA: 10/25/2016. It was reported that following insertion the patient experienced incontinence, urinary frequency and urinary urgency.